Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing excruciating pain and wet tap during the trial procedure. Thirty minutes after the procedure, the patient could not take it anymore as the patient could not sit up and the pain was radiating down in the arms and between the shoulder blades. The patient was then sent to the emergency room. The patient was given more caffeine, fluids and opioids and was discharged. The patient underwent a lead pull and was doing well postoperatively. The leads were discarded.